Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed an error message 'internal transducer calibration out of range'. Patient was switched to another unit to continue the treatment. No patient harm was reported.

Manufacturer narrative:
Updated fields: a4; b4; b5; d10; g3; g6; h6 medical device problem code; h11.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed an error message 'internal transducer calibration out of range'. Patient was switched to another unit to continue the treatment. Later additional malfunctions like "power-up test fails code #," and condensation related malfunction" were also reported. No patient harm was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit, fault logs and perform preliminary checks. The fse states none of these error messages were displayed on the screen at the time of repair. They never displayed after the repair and during testing. The fse never witness the errors coming up on the screen. The unit was found with blood and debris in pim and safety disk areas. The unit did not shut down (turn off). It did show errors and stopped pumping. The fse confirmed the finding and replaced pim assy and drive manifold due to blood and debris found. Checked the connections on pim assy, drive manifold, vacuum and pressure tubes with no problems found. The fse states the pim may have an ¿out of box failure.¿ the fse replaced (2nd) pim and pim test and pim membrane tests passed. The unit was test ran for 45 min on catheter with no errors or faults. The unit passed all functional and safety tests per manufacturer specifications.